Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the duodenal bulb, the physician used a cook hemospray endoscopic hemostat. It was reported that because the lumen is narrow, spraying close to the bleeding point caused bleeding. The clinician acknowledges that there was a problem with the use in that it was placed too close to the bleeding point, and suspect that perforation could have possibly occurred. The bleeding was eventually stopped then the result was acceptable. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did state that the patient experienced additional bleeding, the information able to be collected does not reasonably suggest the patient was adversely impacted.